Event description:
It was reported to philips that the device is freezing in the menu transitions. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the failure of dfm100 assy processor and dfm100-cbl ui to processor mix. The device is outside of use as customer cancelled the quote for repair. The investigation concludes that no further action is required at this time.